Manufacturer narrative:
(B)(4). It was reported that the event was discovered upon removal of the drain from the patient so no other product was used. Also there was no adverse patient consequences and currently the patient is fine.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a reservoir was used. Part of the reservoir was found floating in the reservoir. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly